Event description:
It has been reported to philips that fluoroscopy images would not display in the exam room. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by using different monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro was not showing up in the room. Upon functional testing fse found issue was with cable connections. To resolve the issue fse reseat cable connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.